Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has tried increasing/decreasing and has changed programs and nothing was working. The patient was redirected to schedule an adjustment. It was also noted that symptom not working. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.